Event description:
An optometrist reported a case of undercorrection and dry eye, observed in the patient's left eye six months post lasik. The reporter indicated the issues had resolved.

Manufacturer narrative:
Additional information provided.the logfile review for the date of treatment could not be done as the logfile is not available. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the date of the treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).